Manufacturer narrative:
Technical support instructed the account to inspect the pt and caregiver switches. Repairs have not been completed.

Event description:
The account alleged the head up function on the bed is intermittent. The account was unsure if the manual function worked.